Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a d10 infusion at a rate of 4.7cc/hour the alaris device began to alarm air-in-line. Upon assessment the nicu rn found that there was air seen in the IV set. The rn began manipulating the air up the tubing set so that she could pull it out from the closer port above the alaris drip chamber when the tubing set separated in her hands. The rn further stated that she believed that there was a crack which caused the connection to be loose and allow air in the line and that by manipulating the tubing set to remove the air caused the tubing set to separate. The tubing set was replaced and the patient was without IV fluids for approximately 5 minutes. No air ever reached the patient and there was no patient harm.

Manufacturer narrative:
The customer¿s report that the set separated was confirmed. Visual inspection of the set showed that the silicone segment was separated from the lower fitment. The expected retainer ring for the upper fitment and silicone segment connection was received intact. No crush marks were observed on the upper or lower fitment. The separated silicone was manually reassembled and fully reseated by hand. Functional and pressure testing resulted in fluid flowing freely without any leaks or separation observed. The root cause of the separation was determined to be operator misalignment of the silicone tube with the pumping chamber flow stop machine.

Event description:
The customer reported that during a d10 infusion at a rate of 4.7ml/hr the pump module began to alarm for air-in-line. Upon assessment the nicu rn found that there was air visible in the IV set. The rn began manipulating the air up the tubing set so that she could pull it out from the closer port above the drip chamber when the tubing set separated in her hands. The rn stated that she believed that there was a crack which caused the connection to be loose and allow air in the line and that manipulating the tubing to remove the air caused the set to separate. The set was replaced and the patient was without IV fluids for approximately 5 minutes. No air ever reached the patient and there was no patient harm.